Event description:
It was reported that patient recently has lost weight and generator has started to move laterally into their armpit and is pulling their lead in their neck and causing some pain. They would like to refer them to neurosurgery to have this taken care of. No surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient was noted to be replaced. No other relevant information has been received to date.